Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer treated low blood glucose by consuming glucose tablets and peanut butter. Customer updated their pump settings to address the event.